Manufacturer narrative:
Device not returned. Sent sds for h202, 70% ipa, 70% etoh per their request. Associate is doing ok as far as they know. Have been sent specific decontamination run details. Follow up email correspondence sent and customer responded they have had no issues since. All information known or reasonably known to attelle has been included in this submission.

Event description:
User reported upon opening the container with the decontaminated respirators had adverse reactions involved burning of the eyes, difficulty breathing, excessive coughing. The masks associated with this event were decontaminated with the battelle ccds "closed system" process.